Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: h6 (medical device ¿ problem code). (B)(6) called the 800 number from the clinical engineering department for help in troubleshooting the alarm. I advised that they sent him to the clinical emergency line and I would contact dispatch to reach out to a service person on call for further assistance. The getinge field service rep came on-site and changed out the coiled cable and the units are back in service. No service order available.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) displayed "internal communication error" when it was placed in rescue mode. It would then power down. It would be placed back into hybrid mode where it would work again. The customer attempted multiple times to go to rescue, only to see the message again and the pump shut off. They have reported to their biomed department. There was no patient involvement.